Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed cs 078 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. Evidence of the complaint was found in the device history; however, the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked, and the casing was cracked near the display. Evidence of moisture ingress was found behind the display. A leak test was performed and failed due to leaks at the cracks in the casing. The pump case was removed and further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.